Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product and left rupture confirmed with a mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety - product/procedure: unable to observe as it is not related to the device. Rupture: not observed openings during analysis. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.